Manufacturer narrative:
The post market surveillance department reviewed the patient's medical records and the clinical investigation reveals the following: based on the 13 pages of medical records and information obtained from verbal reports: according to the patient, the solution was too hot and burnt the inside of his stomach. The patient stated the screen on the cycler read, "please wait for solution to cool down." The patient stated his wife helped him perform a stat drain. Medical records do not contain hospital records, history and physical, progress notes, lab or diagnostic results, discharge summary or diagnoses for review. Medical records do not reveal the patient was diagnosed with septic shock. Medical records do not indicate patient was burned during dialysis. There is no documentation in the medical record that indicates there was a causal relationship between the patient's liberty cycler and the patient's alleged hospitalization for septic shock. A supplemental medwatch report will be submitted upon completion of the manufacturer's device investigation.

Event description:
A continuous cycling peritoneal dialysis (ccpd) patient called technical support to report on (B)(6) 2015 the pd solution was too hot and burned the inside of his stomach. He added that he has been completing treatments manually since this event. He stated that the cycler did display the warning message "please wait for solution to cool down." Upon follow up with the patient's pdrn, she stated that she was not aware of the patient's burn form the solution being too hot. However, the patient is currently in ICU due to septic shock and she does not know if this is related to an infection as a result of the burn. The patient's medical records were requested.

Manufacturer narrative:
Device evaluation: external visual inspection: no signs of any physical damage. The heater tray/scale was not obstructed. A simulated treatment was performed and completed without any alarms or problems occurring. The valve actuation test passed. The system air leak test passed. The cycler passed the temp test, heater test and heater calibration diagnostics checks. There were no discrepancies encountered in the internal inspection of the cycler. The system level review of the liberty cycler and concomitant products found no indication that the products caused or contributed in any way to the patient event.

Event description:
A continuous cycling peritoneal dialysis (ccpd) patient called technical support to report on (B)(6) 2015 the pd solution was too hot and burned the inside of his stomach. He added that he has been completing treatments manually since this event. He stated that the cycler did display the warning message "please wait for solution to cool down." Upon follow up with the patient's peritoneal dialysis registered nurse (pdrn) , she stated that she was not aware of the patient's burn from the solution being too hot. However, the patient is currently in ICU due to septic shock and she does not know if this is related to an infection as a result of the burn. The patient's medical records were requested. Subsequent follow up with the patients pdrn confirmed that the patients alleged "burn" never occurred. Pdrn states that there is no mention of a burn in any medical records. According to the pdrn the "septic shock" infection" that resulted in a hospitalization was confirmed to be peritonitis. The nurse believes that the patient may have meant he felt a "burning sensation" likely due to the infection/peritonitis that was reported.